Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. The controller had a purge pressure low alarm that did not resolve as case start was completing. Reviewing the real time logs, the purge pressure was around 200 mmhg correctly triggering the low purge pressure alarm and flow was maxed out at 30 milliliiters. The pump and purge cassette were then moved over to console serial number (B)(6) and the alarms went away. However, after only eight hours of running the purge, the user performed a bag change. This was notable because the average purge flow should be around 10 milliliiters per hour so a 500 milliliiter bag should last 50 hours, not eight. The real time logs on console serial number (B)(6) were as expected. The controller was returned but the failure mode was not reproduced. The console was able to operate a purge/pump setup with the correct purge flows and pressures. Additionally, the purge pressure was checked but confirmed to be accurate. The low purge pressure alarm was most likely caused by a leak while using the controller that was fixed when the pump was moved over to another controller. This accounts for the low purge pressure, high purge flow, and early bag change.

Event description:
The user facility reported an automated impella controller (aic) was giving persistent low purge pressure alarms during setup for patient support. The aic was exchanged as a result of the noted issue. There was no report of patient harm.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.